Manufacturer narrative:
The reagent lot number is 803073 and the expiration is aug-2025. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. A field service engineer (fse) checked and adjusted the probes, and checked the wash units and the needles. Operational tests were completed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable high phosphorus (phos2) results for "some" patient samples from the cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 10.92 mg/dl, the repeat result was 3.89 mg/dl. The repeat result was deemed to be correct. The questionable results were not reported outside of the laboratory. The samples were repeated because the initial result did not fit the patient's history